Event description:
The hosp reported that the device was being used for ventricular assist. After approximately 36 hours a small amount of blood was found on the inlet side of the device. The device was changed out with no affect to the pt.